Event description:
It was reported that the patient had unexplained low voltage alarms and multiple power cable disconnects while connected to power. The patient had already attempted cleaning and switching the clips and batteries without resolution. It was noted that the batteries were fully charged and that the white power cable had a slight bend in it near the connector portion. The event log captured numerous low voltage events and random power cable disconnect events throughout the log file while on battery power. It was reported that the controller was ultimately exchanged, which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 1 hour of data (22dec2022 from 12:05:46 ¿ 13:03:43 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections on 22dec2022 from 12:06:14 to 13:00:34 due to the relative state of charge (rsoc) voltage dropping to approximately 0 v. The log file also captured intermittent low voltage advisory alarms that were not associated with routine battery depletion on 22dec2022 from 12:06:30 to 12:56:08 due to the rsoc voltage fluctuating, causing the voltage to drop below the low voltage threshold. The atypical alarms occurred while connected to 14v batteries and occurred on the white power lead. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that exchanging the system controller resolved the issue. It was also noted that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 17aug2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.